Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. Visual inspection of the non-return valve (nrv) revealed dust. The main circuit board and nrv assembly were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a resmed authorized third party service center, an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.